Event description:
The company was informed that the pt reportedly experienced sudden loss of lock between the internal device and the external equipment. Two different models of processors were used for external equipment troubleshooting. The issue was not resolved. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.